Manufacturer narrative:
The leads were reported in error.

Event description:
Related manufacturer reference# 1627487-2019-08710 & 3006705815-2019-03169. Further follow-up indicates the patient's lead were not explanted. During the surgery the ipg was relocated and extensions were added. The leads remain implanted. The leads were reported in error.

Event description:
Related manufacturer reference# 1627487-2019-08710 & 3006705815-2019-03169.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-08710 & 3006705815-2019-03169. It was reported the patient's leads were explanted and replaced on (B)(6) 2019. The reason for the explant is unknown. The patient's leads have been added to this event as a new device.